Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a transient high glucose, with a highest reading of 191 mg/dl on a dexcom g7 continuous glucose monitor (cgm) while using an ilet system with an inset infusion set on the lower right abdomen after treating an impending low and then eating breakfast without announcing the meal; the device¿s user interface and procedures for meal announcements were discussed, and education on best practices was provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage issue was identified related to improper or incorrect procedure for meal announcement, involving the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.